Event description:
A surgeon reported following an intraocular lens (iol) implant procedure that the lens had rotated. Additional information was received from the surgeon who reported that the lens rotated 20 degrees for an unknown reason. A repositioning of the iol is scheduled.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. One of the viscoelastics used is not approved for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).